Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's father reported that the patient's blood glucose (bg) level rose over 250 mg/dl (13.9 mmol/l), while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the cannula was found to be dislodged and a red mark was observed on the skin. Additionally, the father reported the pod was leaking insulin during wear. As treatment, a new pod was successfully applied.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the cannula dislodging or irritation. A root cause for the reported dislodged cannula and skin irritation could not be determined. No damages, deficiencies, or leaks were observed to the fluid path. Pod data indicates there was no struggle to deliver insulin.